Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the ok keypad button was intermittently responsive and required multiple button presses to get a response. This issue reportedly started back in the (B)(6) of 2011. The reporter also stated the keypad symbols were worn off and that she noticed this about 6 months ago.

Manufacturer narrative:
(B)(4): there was no physical damage to the keypad but the keypad appeared to be worn. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the pump paint was found to be worn off the edges of the pump and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Follow-up # 1 03/13/2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.